Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7752526, 510k #k082728 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with ais (adolescent idiopathic scoliosis)type1 b and underwent fixation surgery at th4- l1 levels. Post-operatively, muscle weakness in right lower limb was reported. The product came in contact with the patient. There was no delay in procedure time as a result of this event.